Event description:
In accordance with title 21 part 803, subpart b, 803.22(b)(2), this letter is to notify and provide you the information (B)(6) received on 17apr2024 which reported that during a lead extraction procedure, suture was used to provide traction to a left ventricular (lv) lead. With traction, the lead broke at the most proximal electrode within the coronary sinus, and a coronary sinus perforation was ultimately discovered. Significant blood volume was lost, and the patient did not survive the procedure. Although (B)(6) devices were used in the procedure as well, they did not cause nor contribute to the coronary sinus perforation. Lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra), and a left ventricular (lv) lead. Multiple (B)(6) devices (lead locking devices in rv and ra leads, 13f tightrail sub-c rotating dilator sheath, 13f tightrail (long)) were used to successfully remove the rv and ra leads without issue. Next, removal of the lv lead was attempted. Neither a stylet nor a lead locking device could be inserted into the lead; therefore, suture only (manufacturer/type unk) was used to provide some traction. Using the 13f tightrail (long), progress was made down the lv lead to the right atrium (ra). However, as traction alone was applied from the suture and while holding the tightrail in place within the ra, the lead stretched and then broke at the lead's most proximal electrode within the coronary sinus (cs). The proximal lead remnant and tightrail were removed from the patient; however, at that time the patient's blood pressure dropped. Rescue efforts began, including pericardiocentesis and sternotomy, with patient's blood pressure continuing to decrease. Occasionally, the patient went into ventricular fibrillation (vfib), which required shocking the heart. Eventually, a 1 cm perforation was discovered in the coronary sinus. Because the patient had an ejection fraction (ef) of approximately 10%, bypass was not performed. Repair of the perforation was attempted using bioglue and arista. The bleeding slowed, but significant blood volume was lost, and the patient did not survive. (B)(6) is not the manufacturer nor importer of the suture used for traction on the lv lead. The manufacturer/type of suture is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).